Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified deformation and creases. Cloudy in the gel after autoclave disinfection process a weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is no openings were found in the device. The reported events of capsular contracture baker grade IV and inflammatory nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, and inflammatory nodule. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported ¿pain that was gradually increasing as well as hardening of the right breast which is intermittent and continuous. ¿breast implant with lobulated edges is observed, with little amount of fluid in its periphery (probable rupture)¿, ¿axillary region with evidence of solid lesions suggesting the presence of inflammatory lymph node growths¿, capsular contracture baker grade IV, and ¿volume increase of the same side. Device has been explanted.